Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, pain, emotional distress, elevated cobalt and chromium ions, difficulty ambulating, muscle loss, and tissue destruction. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available is used to capture atrophy, blood heavy metal increased and surgical intervention.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address failure of left tha secondary to metallosis, pain , elevated metal ions, osteolysis and disability. Operative note reported reactive synovitis with staining of the tissue around the components. There were minimal bone defects were noted with some cavitation superomedially. Some osteolysis in the lesser trochanter and around stem. However, stem was retained with bone grafting of the lysis.